Event description:
Boston scientific received information that this patient presented with tiredness. No alerts were recorded in the system and the device seemed okay. However, during a lead revision, it was found out that the right atrial (ra) lead was dislodged and the patient was not receiving therapy. The lead was successfully repositioned. The final measurements were within range. The lead remains in service.

Manufacturer narrative:
Additional information was requested. This investigation will be updated should further information be provided.